Manufacturer narrative:
Based on the claim against the product by the customer noting the endoscope had "head" rotation, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and found with attached endoscope adapter (aea) damaged or friction issue. The endoscope had visual damage to the cable and discoloration of the housing. The complaint regarding the endoscope had head rotation was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope had "head" rotation. The procedure was completed with no reported injury.